Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in two pieces. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the left ventricular lead was extracted due to stimulation on all vectors at capture. The lead was explanted and replaced. The patient was in stable condition.